Event description:
It was reported that a recent sharp drop in battery voltage and significant increase in charge time were observed. No therapies or shocks have been delivered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.